Event description:
This report is to advise of an event observed during analysis revealing exposed circuitry of the connector portion of the wifi adaptor. The wifi adaptor was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems wifi adaptor was received for evaluation. External inspections revealed damage to connector portion of the adaptor resulting in exposed circuitry. The wifi adaptor was plugged into a golden unit, connectivity was not achieved, and readings were not sent. The returned product did not function properly due to the observed damage to the adapter. Root cause concluded to be physical damage/exposed circuitry